Event description:
Medical affairs was unable to get hold of patient and will be sending a letter to obtain more clinical information. Based on the information provided, this case is an adverse event. Patient's spouse called because meter was saying "apply sample." Spouse also mentioned that the meter was also displaying a battery symbol. Patient replaced the battery and still showed the battery symbol. Patient expeirenced symptoms, which consisted of feeling dizzy and blurry vision. Patient applied enough blood on the test strip and still no reading. Spouse contacted the paramedics, who took patient to the hospital. Hospital meter read around 500mg/dl. Patient was treated with IV. Customer service was unable to resolve the issue and sent patient a new meter.